Event description:
It was reported that cgm displayed malfunction alarm identified as error 42 while customer used sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed that malfunction alarm did not recur, and then successfully started new sensor session.